Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all; patient, event and device's information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: on (B)(6)2005--patient presented to hospital with an incarcerated incisional hernia. Patient's hernia was repaired with a small circle composix kugel mesh. On (B)(6)2009--patient's condition worsened. Patient presented to hospital due to abdominal pain, chronic constipation and colonic inertia. On (B)(6)2009--patient underwent a total colectomy and anastomosis of the bowel. During the procedure, multiple adhesions were dissected from the previously placed mesh that created a big fibrotic bulge at the midline. After two hours of dissecting the adhesions, the mesh was removed. On (B)(6)2009--patient was discharged. Because of the defective composix kugel patch, patient has suffered and will continue to suffer physical pain and mental anguish.